Event description:
The customer alleged that the unit is giving unequal breaths and there is a squeaking every other breath. The nellcor purtian-bennett factory service technician inspected the device during incoming evaluation and replaced the cup seal. The unit passed extended final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.